Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level of 549 mg/dl. The customer experienced different blood glucose level of 539 mg/dl and 440 mg/dl. The customer was treated with bolus. The customer did report symptoms as a result of high blood glucose level. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.